Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was unable to swallow one day post-op of the deep brain stimulation (dbs) implantable neurostimulator (ins) being implanted. The patient unable to clear oral secretions and was unable to swallow. The diagnostic methods included an examination on (B)(6) 2014 that resulted in the identification of increased oral secretions. The etiology was noted as related to the device/therapy and related to the implant procedure. The actions/interventions taken to resolve the event included an unknown medication administration on (B)(6) 2014; the event resulted in an prolongation of an existing hospitalization. The issue was considered resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to possibly related to device/therapy, possibly related to implant pro cedure and the other etiology was updated to unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study reported other etiology was parkinson's disease. No complications were reported/anticipated.